Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("malposition of essure device location of device: uterine floor/ expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 49-year-old female patient who had essure (ess205) (batch no. 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida. Concurrent conditions included blood pressure high and diabetes. Concomitant products included amlodipine since 2013 to (B)(6) 2017, insulin glargine (lantus) since (B)(6) 2017, medroxyprogesterone in 2005, metformin since (B)(6) 2017 and ramipril since (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("pain vaginal") and abdominal pain upper ("pain stomach"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, device expulsion, menorrhagia and female sexual dysfunction outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: expulsion of essure device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), the first episode of device expulsion ("malposition of essure device location of device: uterine floor") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (ess205) (batch no. 621809, 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida. Concurrent conditions included blood pressure high and diabetes. Concomitant products included amlodipine since 2013 to (B)(6) 2017, insulin glargine (lantus) since (B)(6) 2017, medroxyprogesterone in 2005, metformin since (B)(6) 2017 and ramipril since (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced the first episode of device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of device expulsion ("expulsion of essure device"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("pain vaginal") and abdominal pain upper ("pain stomach"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, the last episode of device expulsion, menorrhagia and female sexual dysfunction outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of device expulsion and the second episode of device expulsion to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2007: expulsion of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Essure removal date added. New event pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.